Event description:
I purchased a navage device (the powered one) in (B)(6) 2024. Just wanted something to clean out my sinuses with. Had been using neti pots. I only used this device once. The powered device sent an extremely powerful blast of water throughout my sinuses and into my eustachian tube and clogged my right ear with water. It is now late (B)(6) 2026 and I still have water in my right ear confirmed by CT scan. I have seen 5 ent doctor's about this and am now going to see an otologist to see what can done. After well over a year of this I allowed one of the ent's to put a tube in my right ear to see if the fluid would drain but it did not work. This fluid which is behind the mastoid in my right ear is causing hearing problems, confirmed on audiology reports, and balance problems, full feeling on my head, vestibular type symptoms. Anytime I get a cold or uri now it makes it much worse. Prior to this I have never in my life had any ear problems of any kind.